Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia in the low 200s mg/dl, peaking at 235 mg/dl, while the pump delivered basal insulin with small corrections; the infusion site adhesive was peeling on one side with a confirmed leak and an air bubble was present in the cartridge, and a full supply change and site change were performed. Symptoms included hyperglycemia. Outcomes included return of blood glucose to 158 mg/dl and the user feeling well. Investigation included troubleshooting and education, review of infusion technique and adhesive factors, and collection of lot information. Investigation of this case revealed a suspected infusion site adhesion failure with leakage and a cartridge air bubble as potential contributors, while the cannula was not reported as bent and no pump alerts occurred. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.